Event description:
A report was received that the patient was having pain at the ipg site as the ipg was rubbing against her rib. The patient underwent a revision procedure and was reportedly doing well postoperatively.